Manufacturer narrative:
The reported event of red battery and yellow wrench alarms was confirmed during analysis. The evaluation of the returned power module serial number (B)(4) revealed a damaged component on the power supply board. The pcb board and the power supply were replaced. A new battery was installed. A full functional test was performed and the power module passed. A specific root cause for the component failure was not determined. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module showed an internal battery fault alarm. Red battery and yellow wrench alarms were visible. The internal battery was replaced but the alarm persisted. The power module was replaced. No patient was involved. No further information was provided.